Event description:
It was reported that this right atrial (ra) lead was part of the swelling and infection issue. Reportedly, the patient experienced chest pain and swelling at the implant site. The patient was in contact with the health care team. There were no additional adverse patient effects reported. This ra lead remains in service.